Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021 it was reported by a sales representative via (B)(6) that an ar-13997sf, fastpass scorpion piece is broken. This was discovered during use in a procedure. No patient affect reported. There was no additional information provided. Requested additional information.

Event description:
On (B)(6) 2021 it was reported by a sales representative via (B)(6) that an ar-13997sf, fastpass scorpion piece is broken. This was discovered during use in a procedure. No patient affect reported. There was no additional information provided. Requested additional information.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint not confirmed. Visual evaluation showed no broken pieces. Laser markings on the device were rusted/discolored. During device functioning a new ar-13991n needle was used, showing no issues with the device. Device work as intended.